Event description:
It was reported that the pt was hospitalized on (B)(6) 2014. The pt started using the liberty products on (B)(6) 2014. During hospitalization, the pt was also using liberty products. At this time, the cause of the pt's hospitalization is unk.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of a potential fresenius products being used at the time of the event. Fresenius performed due diligence to obtain the medical record for clinical investigation and to obtain follow-up info in regards to the pt's hospitalization, but was unable to obtain the info. A plant investigation is underway.